Manufacturer narrative:
E1 - phone number: (B)(6). G4 ¿ PMA/510(k) #: exempt . H3 - device evaluation anticipated but not yet begun. Awaiting device return. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the guidewire included in a thal-quick chest tube set separated. A thal-quick chest drain was being placed in an unknown patient with pleural fluid. The procedure progressed without issue until the stage where the guidewire was to be withdrawn through the drain. At this point, resistance was encountered while attempting to remove the wire. In response, the entire drain was withdrawn from the patient. Upon inspection by the user, it was noted that the guidewire had partially fractured, with a segment of the wire remaining inside the thoracic cavity. The retained wire fragment was subsequently retrieved in full. Examination of the wire revealed that one strand of the steel wire had broken, and the remaining wires exhibited signs of twisting. At this time, no adverse effects or additional procedures for the patient were reported due to this occurrence. Additional information regarding the event has been requested but is currently unavailable.